Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 12. On (B)(6) 2022, non-osseointegration was verified. No product was returned to the manufacturer. At the event the patient experienced: mobility and abscess. No further patient complications were reported.

Manufacturer narrative:
Non-fatal serious injury or device malfunction stored due to covid 19 pandemic in accordance with FDA guidance "postmarketing adverse event reporting for medical products and dietary supplements during a pandemic" published may 2020.

Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 12. On (B)(6) 2022, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: mobility and abscess. No further patient complications were reported.